Event description:
It was reported by service report that the cot had a broken end-plate, the breakaway head section will not lock, and three of the wheels are worn. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
U-bracket; breakaway head section; wheels.